Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a discordant falsely elevated cardiac troponin I (tni) result obtained on the dimension exl 200 instrument. Siemens headquarters support center (hsc) evaluated the instrument data and completed the investigation of the event. No instrument errors were reported. No product non-conformance was identified with the instrument or reagent. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl 200 system. The discordant result was reported to the physician. Two subsequent samples from the same patient were processed on the same day and lower results were obtained. The original sample was reprocessed on the same day, a lower result was obtained and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.